Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: new reporter (lawyer) added, complete essure start and removal date and patient's date of birth provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted (lot no. 627291) for female sterilisation. The patient had a medical history of hot flashes and painful intercourse in 2015. As concurrent condition the report mentioned pelvic pain since 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4694 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, lysis of peritoneal adhesions,removal of essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 2 and right 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: clinical history: status post essure procedure. Findings: scout view of the pelvis demonstrates right and left essure devices positioned reasonably symmetrically within central right and left hemipelvis. The essure devices are positioned within proximal aspect of both fallopian tubes. Neither of fallopian tube is opacified. Impression: successful essure procedure. [Ultrasound breast] on (B)(6) 2018: indication: patient presents for ultrasound-guided biopsy of sonographic lesion in the right breast thought to correlate with mammographic focal asymmetry. Post procedure films demonstrate the biopsy clip within its expected location. [Ultrasound pelvis] on (B)(6) 2013: history: left-sided pelvic pain. Lmp: (B)(6) 2013. Findings: right ovary: 3.0 x 1.7 x2.2 cm in size . There is a hemorrhagic or involuting 1.5 x 1.7 x 1.4 cm cyst left ovary: 2.6x 1.5x1.7 cm in size. Adjacent to or arising from the left ovary is an isoechoic 1.6x1.6x1.4cm area. Bloodflow is demonstrated in this abnormality. Other findings: there are bilateral essure devices. Impression: 1. Adjacent to or arising from the left ovary is an isoechoic solid-appearing area measuring 1.6 x 1.6 x 1.4 cm. Further evaluation with mr scanning is recommended. Lot number: 627291. Manufacture date: 2008-10. Expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted (lot no. 627291) for female sterilisation. The patient had a medical history of hot flashes and painful intercourse in 2015. As concurrent condition the report mentioned pelvic pain since 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4694 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, lysis of peritoneal adhesions,removal of essure.). The reporter considered medical device removal to be related to essure administration. The reporter commented: left :2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: clinical history: status post essure procedure. Findings: scout view of the pelvis demonstrates right and left essure devices positioned reasonably symmetrically within central right and left hemipelvis.the essure devices are positioned within proximal aspect of both fallopian tubes.neither of fallopian tube is opacified. Impression: successful essure procedure. [Ultrasound breast] on (B)(6) 2018: indication: patient presents for ultrasound-guided biopsy of sonographic lesion in the right breast thought to correlate with mammographic focal asymmetry. Post procedure films demonstrate the biopsy clip within its expected location. [Ultrasound pelvis] on (B)(6) 2013: history: left-sided pelvic pain. Lmp: (B)(6) 2013. Findings: right ovary: 3.0 x 1.7 x2.2 cm in size . There is a hemorrhagic or involuting 1.5 x 1.7 x 1.4 cm cyst. Left ovary: 2.6x 1.5x1.7 cm in size.adjacent to or arising from the left ovary is an isoechoic 1.6x1.6x1.4cm area.bloodflow is demonstrated in this abnormality. Other findings: there are bilateral essure devices. Impression: adjacent to or arising from the left ovary is an isoechoic solid-appearing area measuring 1.6 x 1.6 x 1.4 cm. Further evaluation with mr scanning is recommended. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: patient and reporter information,medical history,lab data,indication,lot no,drug stop date,non drug treatment,event onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required) by surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.